Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) with no tortuousity or calcification. The 3.0x20 rx trek balloon dilatation catheter (bdc) was prepared prior to use with no issues. The bdc was advanced to the lesion and inflated to 12 atmospheres; however the balloon would not deflate. Multiple attempts were made to deflate the balloon including using syringes and after 30 seconds, the balloon started to deflate. The partially deflated balloon was retracted into the guiding catheter and removed from the anatomy. There was no resistance noted during retraction. It was noted a total of 90 seconds was taken to deflate the balloon. Another device was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.